Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Olympus local service engineer report that the device worked normal. Omsc surmised that there was possibility that the customer connected the camera head to this device with the camera head video connector wet and it resulted in poor connection.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject device, an endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.